Event description:
It was reported that the ilet user experienced a low glucose value of 60 mg/dl and self-treated with multiple candy products exceeding the recommended 15 grams of rapid-acting carbohydrates leading to hyperglycemia reaching 311 mg/dl. Guidance was provided to follow the 15/15 rule, glucose did not exceed 300 mg/dl for more than 90 minutes, ketones were negative, and glucose later measured 214 mg/dl. Symptoms included hypoglycemia and hyperglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified as overtreating hypoglycemia, and the device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.